Event description:
Hello, my name is (B)(6). My birth date is (B)(6). I have been using my respironics CPAP machine since 2019. I have registered my machine on the recall site. My machine is included in the recall. I have been awaiting instructions as to remediation or replacement. I have discussed with my dr and have weighed my options between discontinuing the use of my machine or taking a chance on the consequences of using the machine. I have no choice to continue using the respironics machine because of the dangerous consequences in discontinuing use. My husband is thoroughly cleaning all machine parts daily including the wet filter to keep as many particles out as possible. I am writing this letter in response to a letter from philips concerning the machine. I am including the multiple issues I have had and have seen specialists about with no obvious reasons for my symptoms until now. The issues include, but are not limited to the following: daily headaches and dizziness, daily eye irritation, daily nasal congestion with severe throat phlegm, multiple sinus infections requiring 4 regimens of antibiotics; reoccurring cough, elevated liver function tests. I am in a severe dilemma now. Without the use of my machine, I suffer from severe sleep deprivation. The first sinus infection I had was during covid 19. The infection was so bad that I could not use my machine effectively for 3 days. As a result, I fell down my granite steps while on my way to get a covid test so I could see my doctor. I suffered a complex fracture of both bones in my wrist and fractured my patella. As you can imagine, not using the machine is not an option. My quality of life has got to improve. I am in desperate need of a new machine. Please let me know if you require more information. Any assistance is appreciated. Sincerely,(B)(6). FDA safety report ID # (B)(4).